Manufacturer narrative:
Product ID 3889-28, lot# va03gdq, implanted: 2012-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).

Event description:
It was reported that a patient never had therapeutic effect. It was noted that the event or symptoms occurred following an implant. The reporter stated that there was no stimulation sensation at 2.4 volts on program 1. The setting was increased to 2.8 volts. It was noted that stimulation was in the correct location. Six weeks later, it was reported that the cause of the event was that the patient had a uti (urinary tract infection). The reporter stated that the event was attributed to the uti. Reprogramming was done in (B)(6) 2012, and it was reported that the event improved with antibiotics and a change of program. It was noted that there was no hospitalization and no injury to the patient. Additional information has been requested but was not available as of the date of this report.